Event description:
It was reported that during an office check, noise oversensing was noted on both the atrial and ventricular leads. It was further reported that the leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an office check, noise oversensing was noted on both the atrial and ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.